Manufacturer narrative:
The cerelink sensor (ID 826850) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a microsensor (ID 826850) begun sounding an alarm ¿replace cables and/or sensor¿. The nurse replaced the cables and monitor, but the issue still occurred. Therefore, the physician placed a new microsensor (ID 826850) and the issue was resolved. It was determined after troubleshooting that the sensor used was damaged, not the monitor. The patient had been disconnected for computed tomography (CT) and magnetic resonance imaging (MRI) purposes several times. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.